Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and r-wave oversensing. The patient's device was reprogrammed. The patient was stable.